Event description:
It was reported that during a vats procedure, on the first firing of the device with a white cartridge on the pulmonary artery, the staple line was bleeding. After checking the staple line, there was one malformed staple at the distal end of the staple line. The surgeon pulled an clip applier to clip the area of the bleeding. Blood loss of 200ml. No blood transfusion was needed. Another same like device was used to complete the case. There was no patient consequence. On what tissue type was the device used? Pulmonary artery. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing. During which stroke did the event occur? (B)(4). What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.